Event description:
It was reported that the patient underwent surgery in 2007, for the treatment of pelvic prolapse. During the procedure, mesh was placed in the patient. Following the operation, the patient experienced complications including erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 10/06/2009. Dyspareunia occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.